Event description:
The right ventricular (rv) lead was capped on (B)(6) 2025 due to device pocket erosion. Disclaimer statement: this report reflects information received by FDA in the form of a notification per 803.22 (b)(2).